Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report # 1627487-2012-06168. It was reported the pt experiences discomfort and a burning sensation at the ipg site when stimulation is activated. It was also reported the pt experiences pocket heating while recharging the ipg. The pt is scheduled to address her issue with an sjm representative.